Event description:
Additional information was received at a later date that this lead will not be available for return.

Manufacturer narrative:
This report will be updated should additional information become available or if the lead is returned and analysis is completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a lead revision occured in which this lead was explanted and successfully replaced with another lead. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. It was noted that the patient had a history of twiddling their leads. A revision procedure would be performed to reposition the lead. No adverse patient effects were reported.